Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose value. The customer continued to use the pump for insulin therapy.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.